Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that when an 840 ventilator was started up the graphic user interface (gui) was blank. The ventilator was not in use on a patient at the time the malfunction occurred.